Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the sample was tested using a lab syringe, and the balloon was inflated with 10cc water using normal fill technique and the balloon inflated without difficulty in 13sec and the inflation funnel did not balloon out during inflation. The balloon was then deflated and re-inflated again with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. During the dimensional evaluation, the following results were found: eye snip length 2/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 15/32¿, eye snip distance from proximal cuff 10/32¿, rubberize thickness 9 thou, reinforcement 167 thou, inflation funnel thickness 55 thou, balloon thickness (average) 25thou, inflation lumen coverage 7thou. There is no indication that this product is out of specification, the product is manufactured per our manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the after insertion, the catheter balloon could not be injected with water from the inflation valve. Subsequently, the catheter was replaced.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the sample was tested using a lab syringe, and the balloon was inflated with 10 cc water using normal fill technique and the balloon inflated without difficulty in 13 sec and the inflation funnel did not balloon out during inflation. The balloon was then deflated and re-inflated again with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. During the dimensional evaluation, the following results were found: (B)(6). There is no indication that this product is out of specification, the product is manufactured per our manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the after insertion, the catheter balloon could not be injected with water from the inflation valve. Subsequently, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the after insertion, the catheter balloon could not be injected with water from the inflation valve. Subsequently, the catheter was replaced.